Event description:
Customer reported, the table is not accepting the x-ray film cassette even after trying to put in several times.

Manufacturer narrative:
Gehc service personnel adjusted the limit switches in filmer as per requirement was able to load the cassette into filmer several times successfully. Took several film short successfully. Functional check carried out system works as intended.